Manufacturer narrative:
Follow-up #1: date of submission 10/08/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/22/2015 with the following findings: review of bb data show multiple unexplained por's occurring over many days. Continual rebooting was duplicated using returned battery cap. Returned battery cap damaged; unable to securely attach to pump. Battery compartment crack on the side of the battery compartment from the threads traveling down to the case seal and above the bumper at the threads. Investigation note: pump was run on a 24 hour basal program using test cap with no intermittent power/roboot occurrences. Test cap securely attaches to pump. Pump was opened; inspection performed on the power circuit with no defects found. No moisture found internally. Display screen is dim/faded (pink). Abb cover damaged/punctured. Abb is responsive, but difficult to press during the investigation. Removed abb cover; slug misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the battery compartment was cracked and the battery cap was stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.